Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reports plastic is melted near connector pins of this inform base. No adverse event reported. A request was made for the return of the device, replacement was sent.